Manufacturer narrative:
(B)(4). Device was repaired in the service center. Replacement of display card was performed - after which device passed simulator and function tests.

Event description:
It was reported that the device was missing segments in the display. There is no report of patient involvement and no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.